Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.00/1.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced with a shorter length lens intraoperatively. This resolved the problem. Cause of the event is reported as unknown and device. Reportedly, 'when lens was half way injected into ac, it was noted there was a tear on the lens, so the lens was withdrawn with no contact with anterior lens capsule or corneal endothelium."

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the optic and haptic torn. Device returned with clear surgical residue in a pouch. Visual inspection of the device found no visible damage and foregin residue. Claim# (B)(4).